Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). D4: the expiration date is currently unavailable. Investigation summary : the products were returned to mitek for evaluation. Mitek then conducted visual inspection of the devices received. Visual inspection reveled that the device shows marks of wear, also it was noted that the outer shaft was broken and separated from the handle. The inner shaft was in a normal used condition. The overall complaint was confirmed as the observed condition of the arthro pusher/cutter *ea would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the hard and continuous use of the device. Since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages to the instrument. As per IFU: inspect devices for damage before using. Inspect instruments between uses to verify proper functioning. It has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review : a manufacturing record evaluation was performed for the finished device lot number (23f01), and no non-conformances were identified.

Event description:
It was reported by sales rep via email that after anterior cruciate ligament reconstruction procedure arthroscopic pusher/cutter was broken. During in-house engineering evaluation, it was determined that the outer shaft was broken and separated from the handle on the device. There was no patient involvement. There were no adverse consequences to the patient reported. No additional information was provided.